Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. It was reported that the patient was unconscious, and their roommate called emergency medical services (ems). When ems arrived at the patient¿s house, she had already been alert and responsive. Ems tested the patient¿s blood sugar. It was indicated that the patient experienced a hyperglycemic event due to inaccurate readings. At the time of contact, the patient was doing fine. No additional patient or event information is available.